Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a ifosfamide/mensa infusion was programmed for 24 hours versus the actual infusion time of 26 hours. The pharmacist reported no patient harm and no medical intervention required.

Manufacturer narrative:
The customer¿s report that an infusion of ifosfamide/mensa was programmed for 24 hours but the actual infusion time was 26 hours could not be confirmed. Physical inspection noted the device to be in good condition with no related anomalies. Analysis of the pcu event logs shows that an infusion was started with the rate at 53ml/hr and vtbi at 1273ml for a duration of 24 hours on (B)(6) 2015 at 12:56pm. The drug ifosfamide was selected at the beginning of the programming but was changed to a basic primary infusion. The infusion completed as programmed at 12:58pm on (B)(6) 2015 and a new vtbi of 200ml was entered with the rate increased to 60ml/hr. At 03:04pm a new vtbi of 150ml was entered. At 05:27pm a new vtbi of 60ml was entered. The infusion completed at 06:27pm and a new vtbi of 10ml was entered 2 minutes later. The pump module was turned off at 06:32pm. The total calculated primary volume infused for the time period reviewed ((B)(6) 2015 at 12:56pm to (B)(6) 2015 at 06:32pm) is 1605.89ml. The total infusion duration calculates to approximately 29.5 hours. What could not be ascertained from the event log is the actual bag volume. A cause for the additional vtbi entries could not be ascertained from the log review. Rate accuracy testing was performed and the device was found to be infusing within specification. The root cause of the reported event was not identified.